Event description:
Customer called to report a leak/flood in the reaction wheel area of the unicel dxc 600 synchron system, followed by issues with bent vacuum probes and broken cuvettes. Customer had replaced the wash vacuum probe assembly prior to the event. The leak was distilled water from the wash vacuum probes. Customer cleaned the spill following local procedures. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) examined the instrument and found that broken cuvettes and glass fragments had aspirated into the vacuum probe. The fse replaced the vacuum probe, which resolved the issue. The fse then verified instrument performance to ensure that the repairs effectively resolved the instrument issue.

Manufacturer narrative:
The fse stated that it appeared as though customer incorrectly assembled the wash vacuum assembly, resulting in the broken cuvettes and the subsequent aspiration of glass fragments. The failure mode of the instrument issue appears to be the obstruction in the vacuum probe, which was resolved with the repairs performed by the fse. (B)(4).